Event description:
Customer originally called to report a priming anomaly. They stated they had been having difficulty for more than a day, but did not call the helpline because they had been hospitalized with high blood sugars.